Event description:
A malfunction alarm was reported with the pump, but no notable events occurred prior to this issue. There was no information available on the impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy, and tandem technical support arranged for a replacement pump to be shipped. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.